Event description:
It was reported that the pump displayed restart code 38 for a motor stall after multiple prior restarts, resulting in failure to infuse insulin; the user employs pre-filled cartridges and, after guidance to replace the cartridge and perform a dry run, insulin delivery successfully resumed, indicating involvement of the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem associated with a failure to infuse and a motor component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.